Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement into the guide catheter and was removed without incident. No pt injuries or complications were reported.